Event description:
It was reported that there was a call report from the perfusionist to the clinical support specialist (css) @ 12:44 est. The perfusionist wanted to know if there was anything they could do to troubleshoot the fiber optic. The perfusionist stated the status is ll (low light). The css explained that this means that the intra-aortic balloon (iab) is not making a good connection to the pump. It could be a damaged fiber optic connection, a dirty connection on the pump or a balloon not in the correct position. The css told the perfusionist that they had the rn disconnect and reconnect the fiber optic connection last night. There were no audible tones for the connection and the rn had made sure that she pushed the connection all the way into the pump. The css had the perfusionist disconnect the fiber optic connection and look at the optical connection. The css asked if it seemed to be pushed back into the connector. The perfusionist did not think it was. Again when she made the connection there were no audible tone. The perfusionist stated that they are getting a chest x-ray to check the position, because they had another iab earlier that they found was too high in the aorta. The css also suggested that they could get the other console and connect the fiber optic to that pump and see if it made a good connection. If it did they would have the first pump fiber optic connection checked and cleaned. The css told the perfusionist that the css did not suspect that the connection in the pump was dirty because they have not used the pump enough for the connection to be dirty, but it was possible. The perfusionist stated that she was going to finish getting the chest x-ray and get the second pump. The perfusionist stated calling the css back again. The perfusionist also told the css that they had gone through two fiber optic iab's last night with this pt. The night nurse was not aware of this. When the css asked about what had occurred, the rn stated they were not sure, but according to the cath lab report they had tried to insert the first fiber optic iab through the sheath into the right groin and it would "not go." The perfusionist did not know the reason for the difficulty. As a result, the iab was removed. There was no report of pt death, complications or death. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is currently being supported on iabp.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.